Manufacturer narrative:
Patient information: no specific patient information was provided. Service was dispatched and performed a variety of system checks. Multiple parts were replaced; however, a specific cause for the discrepant results was not identified; therefore, the i1000sr analyzer was considered the likely cause. Service verified the system function with a control run. A review of the i1sr50133 service history was performed, and the review identified no additional erratic results and no contributing factors were identified on or around the date of the complaint issue. A review of architect i1000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the issue described in this complaint. The architect i1000sr erratic result rate was reviewed and no trends identified. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i1000sr was identified.

Event description:
The customer reported a false positive architect toxo igg results on the architect i1000sr analyzer. Sample ID (B)(6) generated initial result of 143.2 iu/ml and retest 0 iu/ml. Sample ID (B)(6) generated an initial result of 168.3 iu/ml and retest of 0 iu/ml. No specific patient information was provided. No adverse impact to patient management was reported.